Event description:
It was reported that during cleaning and sterilization, the customer noted a broken wire on the mega suture cut needle driver instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken near the proximal pulleys and the proximal clevis cable opening. The idler pulley was able to spin freely and it did not exhibit any damage. The cable segment sticks out at wrist. Additional observation not reported by site was proximal clevis wearing. The proximal clevis cable opening exhibited wear on one edge. Other cables located at the wrist were not damaged. Evidence not conclusive, but wear on hole may have contributed to the cable breakage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.